Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 520 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had nausea and abdominal pain. Customer also reported of receiving excessive no delivery alarms which troubleshooting was performed. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer reported that tubing near tubing connector was damaged. Customer was advised that this could have caused the not delivery alarm. Customer declined further troubleshooting. Customer was advised to monitor issue and call back if issue persisted.